Event description:
Additional information received. It was reported that nerve damage occurred during the left subclavian-carotid transposition.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic dissection. The vessel morphology is not re levant to the event. It was reported that the patient had dysphonia associated to left vocal chord paralysis. The investigator indicated that the event was not related to the device but was related to the procedure. The patient was treated with medication. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Received update from mpxr report submitted. It was reported that the adverse event nerve injury/peripheral neuropathy dysphonia associated to left vocal chord paralysis was resolved. If information is provided in the future, a supplemental report will be issued.